Manufacturer narrative:
Patient age and weight were not made available from the site. On 10/25/2016 a medtronic representative, following-up at the site, determined it is likely the site did not select the "navigation connection" from the home screen on the mobile view station (mvs). On 11/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/11/2016 software investigation completed. Findings are that the exam that was pushed to the navigation system from the imaging system did not have navigation data. Software is functioning as designed. - no further issues have been reported.

Event description:
A site nurse reported that, while in a spine procedure, their imaging system spin did not transfer to their navigation system. The imaging system scan did not have the nav tag. Surgeon opted to abandon navigation and proceeded with a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.